Manufacturer narrative:
Other relevant device(s) are: etlw1610c156e, v05982279.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, approximately one month post index procedure, a CT revealed that there was occlusion in the left endurant ii stent graft limb from the flow divider down. The physician elected to perform a thrombectomy and stented the affected area of the limb. The event was resolved. Per the physician, the cause of the occlusion was due to the patient's tortuous anatomy and narrowing of the artery. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.